Manufacturer narrative:
During technical site visit, field service engineer (fse) replaced scanner due to random start up errors, but could not duplicate reported error. Fse completed system verification . Logfile review of day of treatment cannot confirm an interrupted treatment. Additional logfile review of treatment day before cannot confirm an interrupted treatment either. Therefore, customer report could not be confirmed. During last treatment the a message indicating the eyetracker cannot find the pupil. The treatment was completed successfully. The fse replaced the scanner due to error message at start-up, but the scanner is not related to this reported issue. The root cause could not be determined conclusively. The reported event cannot be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility reported the laser stopped treating the cornea at approximately 20%, but the progress bar continued. Additional information has been requested.